Event description:
During the review of the patient's programming history, it was observed that on (B) (6)2004, the patient's settings appeared to be changed due to an interrupted system diagnostic test. There was an observed interrupted system diagnostic test performed on (B) (6)2004, but was not followed by a final interrogation of the device to confirm device settings.